Event description:
It was reported by service report that the bed had bent docker cable pins. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - bent pins on the connector of docker cable.